Event description:
The suspect device was used to check the customer's blood glucose and a result of 98 mg/dl was obtained. They dosed usual insulin and then couldn't move or talk an hour later. An ambulance was called and the paramedics checked glucose at 40 mg/dl. Customer was taken to the hospital and treated for hypoglycemia. The device was replaced and requested to be returned for evaluation.